Manufacturer narrative:
Patient demographics were requested, but not provided by the site. A medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly. Software logs from the system were gathered and analyzed by a cross-functional team. Multiple shutdowns were apparent in the logs. Suspect hardware issue due to multiple socket. Exception errors shown. Software is functioning as designed.

Event description:
A hospital radiation technologist reported that when booting the o-arm system the mobile viewing station (mvs) will boot into the exam information screen. Then, after about 10-20 seconds the mvs will re-start. After several re-boots she was able to get it to stay on the exam info screen, but the surgeon had already cancelled the surgery.

Manufacturer narrative:
(B)(4). The patient was present, intubated, and positioned prone when the reported event occurred. The patient did not have an incision prior to cancellation of this surgery.

Manufacturer narrative:
Further review of this event and the system history was completed by a cross-functional engineering team on 22-feb-2016. The review found that the indicator panel was replaced for a different event on 29-july-2015 and returned for analysis. Medtronic investigation of returned suspect device finds that the power wire to on/off rocker has separated from the connector, and could cause interruption of power. The reported event was confirmed to be caused by an electrical failure mode. Since the replacement of the indicator panel there have been no further issues reported.

Manufacturer narrative:
It was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of (B)(6) 2016 was reported incorrectly and should be (B)(6) 2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Correction:not an adverse event - product problem only. As previously reported the patient did not have an incision prior to cancellation of this surgery. There was no known impact on patient outcome.